Event description:
Received info stating customer received an occlusion alarm. The customer's blood glucose level was impacted.

Manufacturer narrative:
No product returning for eval. Attempts were made to obtain all available info. Should new info become available, a f/u MDR will be submitted.